Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the power supply was replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
Iab catheter of tokai medical products was begun to be used with cs100 at 21st september. The pump showed normal condition at first but it stopped working suddenly when a nurse was changing printer paper of the pump at 26th sep. No alarm was come out. The pump was replaced to another system98. Fortunately, iabp assist stopped for just four minutes. The ac plug of the cs100 was pulled out from an ac outlet and the cs100 moved to another room for preparing medical devices. The cs100 started to work when the ac plug was plugged in to the ac outlet and showed normal condition.